Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had an error 5 for helium transducer.

Manufacturer narrative:
Updated fields: d9 (device available for eval), h6 (investigation type, investigation findings & investigation conclusions). A getinge field service engineer (fse) observed helium pressure transducer out of calibration as per error log. Fse performed helium pressure transducer calibration and passed successfully. Fse rectified the issue by recalibrating the helium transducer. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an error 5 for helium transducer.